Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl. Customer was treated; however, specific treatment was not confirmed. Reportedly, the customer had a stomach bug. The customer left the ER same day with the issue resolved. Reportedly, an auto-off alarm occurred despite user interaction with the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.